Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a spider inside the blood chamber of a revaclear dialyzer. This issue was found prior to patient use. No additional information is available.